Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a thrombectomy treatment procedure a check saline supply error message was displayed. An angiojet® ultra system console was selected for a thrombectomy procedure, target lesion details unknown. During the procedure, the system displayed a check saline supply error message ¿after the pump started.¿ the procedure was completed with this device. No patient complications were reported